Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. While post dilating an unknown stent this bmq/9-8/5.8/40 balloon was used. On the first inflation a circumferential tear occurred and a piece of the balloon sheared off. They were able to snare the balloon piece out of the patient. The procedure was then completed. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).